Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving dilaudid at an unknown dose and concentration via an implantable pump for chronic low back pain and spinal pain. It was reported that the patient's healthcare professional (hcp) quit seeing her because of her insurance. The patient was told her pump was empty, however it was not beeping. The dose and concentration of the drug was not known, however it was noted that they changed it. No symptoms were reported. The event date was noted to be in (B)(6) 2018. No further issues were reported or anticipated.